Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was 220 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. The customer's blood glucose was 220 mg/dl. Later that day during follow up with tandem technical support, the customer stated that after leaving the pump plugged in for 2 hours, it was able to be turned back on. However, while plugged in to charge, the pump battery gauge stayed at 70% and it appeared that the pump had not been charging. It was requested that the customer upload the pump so that pump data could be reviewed to perform troubleshooting. However, upon further follow up, the customer stated that no further issues had been experienced.